Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Additional information: this involved an unremediated infusion pump with user interface module master software version 5.04.00. A service history review revealed that this device has been serviced four times prior to this event. The device has not been previously sent into service for the reported condition of c.030 channel b failure. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Evaluation summary: the reported condition of a colleague infusion pump with a "channel b failure out of box" was confirmed by baxter personnel in the pump's event history. The failure was found by quality engineering to be a failure code of 701:xx. The root cause was assigned to a defective pump head module. The pump head module channel b was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with a channel b failure. This condition had the potential to interrupt delivery. This event occurred upon power up in the "biomed service" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.